Manufacturer narrative:
While analysis was unable to be performed as the device was not returned, per the opinion of the physician, the root cause of the event was due to progressive chf with ultimate heart pump failure which was not caused or contributed to by the cvrx system or procedure. The device history and sterilization record for this device serial number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements. Cvrx ID# (B)(4).

Event description:
A patient was implanted on (B)(6) 2024. The patient passed away on (B)(6) 2024 with the cause of death being progressive congestive heart failure with ultimate heart pump failure. In the opinion of the managing physician, the death was not caused or contributed to by the cvrx system or procedure.